Manufacturer narrative:
The customer reported burning odor from the centrifuge while it was running and observed that the power interconnect cable going to the pcb board is melted. The unit powered on but no lights was showing. There were no reports of smoke or fires. No one was exposed or had to be treated and no injuries were reported. No erroneous results was generated. Fire department was not called, however, there is evidence of charred material .

Event description:
Customer reported burning smell from the unit and the pcb looked burnt.